Event description:
Initial programming of abbott apm ii pca pump caused an overdelivery of morphine (1 mg prn 915 min) to pt. Pump malfunction caused add'l overdelivery resulting in pt oversedation and necessity for intervention.